Manufacturer narrative:
Additional information: this event had been previously reported under MFR# 2916596-2019-03498. Manufacturer's investigation conclusion: this per was determined to be a duplicate to per-2019-0144406 (cs-126996). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 6 years, 1 month, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013 it was reported there was a pump failure caused by outflow graft obstruction due to thrombus. No further or additional information was provided.